Event description:
It was reported the customer had issues with their infusion site. The customer also stated they had to insert their site two to three times in order for the infusion set to work. Customer also reported having no delivery alarms on their insulin pump. The customer's blood glucose was unknown. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.